Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The patient was brought in to the emergency room that day and issue was resolved after firmware was reinstalled onto the device. Patient condition was stable.